Event description:
It was reported that the pulse generator exhibited excessive battery drain. On (B)(6) 2010, battery data was 2.71 v, 7 ua and 3.7 kohms with an estimated 2.1 to 3.2 years remaining longevity to elective replacement indicator (eri). On (B)(6) 2010, battery data was 2.74 v, 7 ua and 24.8 kohms with an estimated 1 to 3 months to eri. No changes had been made since february. The non-pacemaker dependent patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.